Event description:
A home pt contacted baxter's technical service center regarding "pain in stomach" during dwell 1 of their automated peritoneal dialysis therapy utilizing their homechoice machine. Baxter's technical service center assisted the home pt in ending therapy early. The home pt presented to the clinic with abdominal pain and was given oral antibiotics. The next day, the home pt was diagnosed with peritontis following confirming lab work. Subsequent treatment included, vancomycin, a loading dose of 2g intraperitoneal (ip), with follow-up doses of 1g for 3 weeks based on the home pt's vancomycin levels. The home pt indicated that the peritontis episode may have been due to the home pt having the air conditioner and fan blowing on them while they were connnecting their pt line (of the homechoice set) to the transfer set. The home pt's nurse confirmed that on one occasion the home pt's robe may have rubbed up against the pt connector of the homechoice set during the connection process. Per the home pt's nurse, the home pt has fully recovered with no hospitalization required.